Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter the balloon tore while removing it from the patient at the end of the procedure. It was also reported that the patient did not experience an adverse event due to the device malfunction.